Event description:
During pre-op for battery replacement surgery, high impedance was seen, after replacing the generator there was still high lead impedance and the surgeon re-scheduled for potential lead revision. The patient then underwent lead replacement surgery. The explanted devices have been received for analysis. Analysis is underway but has not been completed to date. No additional or relevant information has been received to date.

Event description:
Product analysis on the returned portion of the lead was completed. During the visual analysis of the returned portion, the white electrode quadfilar coil appeared to be broken approximately 8mm from the electrode bifurcation. It was found that in the area on two of the broken coil strands there was evidence of a stress induced fracture with mechanical damage and pitting. The area on the remaining broken coil strands was identified as being mechanically damaged which prevented identification of the coil fracture type with pitting. Pitting was observed on the coil surface. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Product analysis of the explanted generator was completed. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.806 volts (ifi range 2.60v - 2.80v) as measured during completion of the final electrical test, shows an ifi=yes condition. The electrical performance of the generator was used to conclude that no anomalies exist and the intensified-follow-up-indicator (ifi) condition is an expected event. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances.